Event description:
It was reported the device was used during a laparoscopic cholecystectomy. The rep reported a cystic duct injury post-operatively. It was reported the clip may have damaged the duct, cutting it. Patient was reoperated on for a cystic duct leak. This event occurred about 6 months ago.